Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went through a metal detector and they didn't turn stim off at all, and they got shocked multiple times and they were still in pain. The patient said they restarted their device and turned stim off and back on, but the pain was still very bad and their body was still shaking and it was hard to walk around. The patient wanted to know when they could turn their therapy back on. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the patient. They reiterated previously reported event and stated that any time they walked through metal detectors at various stores with the therapy on, they would "get tased" and they'd be in pain for days afterwards, so they were worried about the going through security at the airport and being on a plane, especially since their doctor told them they shouldn't skydive. Patient services reviewed security screeners/airport guidelines with the patient and stressed the importance of turning their therapy off if they had to walk through a metal detector. Patient services also reviewed other activity compatibility guidelines with the patient. Patient also mentioned that sometimes the communicator would "flash yellow" when it was unplugged and inquired about the communicator battery lights as they stated they got confused by them at some points. Patient services also reviewed communicator battery light function with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated previous reported events about getting shocked when passing through metal detectors. The patient noted they had a panic attack and were shaking and thought they were having a seizure.